Event description:
A falsely depressed vancomycin result of 1.2 g/ml was obtained on the dimension vista 500 system with serial number (B)(6). The customer reported the result and it was questioned by the physician(s). The customer performed the first repeat testing on an alternate dimension vista system and obtained a higher result of 19.4 g/ml. The customer performed a second repeat test on the original system and obtained a result of 21.1 g/ml. A third repeat test was performed on the alternate system and obtained a result of 18.9 g/ml. The customer stated that the result of 19.4 g/ml was correct and reported. The customer stated that the patient was not treated or had any adverse reaction, and vancomycin testing was stopped on the system with serial number (B)(6) until the service was performed. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A siemens cse (customer service engineer) was dispatched to the customer site. The cse performed a total service visit (tsv), and noted that one of the mixer cables was not attached to the reagent (r1) probe arm, and the horizontal belt was worn. The cse replaced the belt, reconnected the cable, auto-aligned the probe, ran service methods, and observed a failure on the r2 probe. Performed a bottom of cuvette correction, reran the "aln" test on r2, and verified the system with no issue. The customer ran qc (quality control), and the dimension vista 500 system was operational. Siemens reviewed the information provided, including the inspections and services performed, and noted the service methods recovered within range following the cse intervention. Follow-up testing yielded acceptable system checks and quality control results, and the customer observed no issues. The potential cause of a falsely depressed vancomycin result is due to improper reagent mixing in the cuvettes. The system is operating as expected post-service intervention, and no further evaluation was required.